Manufacturer narrative:
The reported issue could not be confirmed as no sample was returned for evaluation. A potential root cause was not chosen due to a lack of information. It was unknown whether the device had met specifications. The product was used for treatment but it was unknown whether the product had caused the reported failure. The lot number was unknown; therefore, the device history record could not be reviewed. A labeling review was not completed due to a lack of information. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient stated silicone foley catheter was junk and caused patient to go to the hospital, no additional information was provided.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the patient stated silicone foley catheter was junk and caused patient to go to the hospital, no additional information was provided.